Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported still not getting intended relief from the stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported never experiencing therapeutic effect. The patient stated therapy worked a little bit but patient was having pain in buttocks area from stim since implant (B)(6) 2019. The patient was not sleeping and he was using a catheter. The patient has used 2 programs but neither have helped. There were no further complications reported at this time.